Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from USA stating that the device cannot secure the cutter. It is known that the device was being used during surgery. It is known that there were no injury. It is unknown if medical intervention occurred. There was no additional information provided.